Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms associated with the white power cable of the system controller was confirmed via log file analysis. The log files captured intermittent instances of atypical low voltage advisory and power cable disconnect alarms. These alarms were caused by the relative state of charge (rsoc) voltage in the white power cable fluctuating below the alarm threshold while connected to battery and mobile power unit (mpu) power. These alarms would resolve when the rsoc voltage the white power cable returned to the expected value. No other notable events were recorded. The pump operated as intended within the expected speed range throughout the data capture. The root cause of the reported event was unable to be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and low voltage advisory alarms. Section 2 of the IFU, entitled ¿system operations¿, instructs users not to twist, kink, or sharply bend the system controller power cables. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use, including how to clean and maintain the system controller power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had been having many low voltage alarms at night while on battery power, most often when the patient was in a wheelchair and commode. The patient's battery clips were noted to be dirty. The batteries and battery clips were cleaned. Log file review was requested which revealed low voltage advisory alarms on battery power. Cleaning the batteries and battery clips resolved the patient's alarms. It was found during investigation that atypical power cable disconnect alarms while on mobile power unit (mpu) power were noted. The cause of these alarms was determined to be an issue with the white power cable of the system controller. Additional log files were sent after the patient was experiencing many low voltage advisories after cleaning batteries and battery clips. New battery clips did not resolve the alarms. Log files captured multiple low voltage advisory alarms while on battery power associated with the white power lead of the system controller. The site noted they would only consider controller exchange if change out risk was worth the benefit as the patient was not anticoagulated. The modular cable and system controller were exchanged on 11mar2026. The modular cable was exchanged due to damage to the silicone. The damage to the modular cable did not breach the armor layer.